Manufacturer narrative:
H3: analysis from the third party found that the batteries were worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use on the patient, device was not working due to continuous shutdowns and data loss, patient not operated with awakening after general anesthesia and reprogramming of surgery. There was no patient impact in this event.